Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to flattened dome switch and connector on lcd board was half-unlocked. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the escape button does not work properly anymore. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to fluid. The customer will be sent a replacement pump.